Event description:
During a hysteroscopic fibroid tumor resection procedure, the cutting loop wire broke off. It was replaced with a 2nd loop and when it started to bend, a 3rd loop was used to complete the procedure. In between, the doctor also noticed a fluid imbalance and laparoscopy was performed and a perforation of the uterus was noticed. Pt is doing well after the procedure, and has since been released. Although the broken wire's presence was confirmed with an x-ray, it was not removed from the patient.